Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2 grams, route and frequency were not reported). Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.